Event description:
The consumer reported that he started having trouble with his device and when he went to charge the implant he got the power on reset message. Therapy had stopped due to the power on reset. It was noted that the programmer batteries were dead and the patient changed the batteries. Using the programmer troubleshooting was able to clear the informational power on reset. Therapy was turned back on and the patient confirmed that stimulation was on and he was feeling comfortable stimulation. Troubleshooting resolved the issue. The indication for use was non-malignant pain.